Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. Analysis of device memory noted the presence of extensive magnet applications, which, resulted in the battery depletion message. Technical services (ts) discussed that the battery status would start recovering in the next couple of weeks. A follow up review of remote home interrogation data confirmed the device battery status was recovering. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.